Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a knee arthroplasty total replacement, on closure of the skin, the needle broke. They went through four sutures to close a layer that should have only taken one. The needle kept popping off the suture, so they had to tie off and open another. They opened the same suture from another lot number and did not experience the issue to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received forty-six devices. A tactile and microscopic inspection of the sutures was performed with no ab normalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.